Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information unable to insert the stent because the pusher would not disconnect. After several unsuccessful attempts, they opened a new box to be able to perform the procedure.